Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that debridement was performed due to infection. The patient had pain. The products are still implanted. There is no product failure or no loosening.